Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d8, e1. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The customer's allegation of a color bar on the display and no endoscopy image was confirmed. Additionally, during the device evaluation, it was found that the front panel could not control any functions. Based on the results of the investigation, it is likely that the events were caused by failures in the main board and power supply. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had a color bar on the display. The issue occurred during preparation for a urological procedure that was completed with a similar device. There were no reports of patient harm.

Event description:
It was reported that the video system center had a color bar on the display. The issue occurred during preparation for use in a urological procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.